Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when clamping down on the distal antrum, the handle shut down. The handle¿s indicator was off, the stapler did not fire and the handle did not squeeze. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance received one device. The data from the battery was evaluated and it was found that the differential limit had been exceeded. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause for cell balancing failures has been identified as inaccuracies in the cell voltages reported by the bq chip. A product enhancement has been implemented to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when clamping down on the distal antrum, the handle shut down. The handle¿s indicator was off, the stapler did not fire and the handle did not squeeze. As stated, the surgeon had to use the robot to complete the case. There was no patient injury.